Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling during testing noted during testing. No unlock connector noted during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.(B)(4).

Event description:
The customer reported via phone call that the numbers on the screen were running up due to the keypad anomaly. The customer's blood glucose was unknown at the time of incident. The customer stated that the act, b button and up arrow button were not working properly. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.